Manufacturer narrative:
Per the instructions for use (IFU), device malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. Paravalvular leak can occur as a result of a lack of appropriate sealing of the valve to the target site which can occur due to uneven distribution of calcium. In some cases, placement of the valve in a too ventricular position can contribute to native leaflet overhang and cause central aortic insufficiency. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the cause for this event cannot be determined. It is possible a combination of patient (calcified anatomy, narrowed/calcified stj, moderate native valve calcification) and procedural factors (slow inflation during deployment) could have caused or contributed to the event. No imaging was available to confirm iia or coaxial alignment, valve positioning, or other procedural factors that could have contributed to this event. There¿s no indication this event was a result of malfunction of the valve or the retroflex 3 delivery system. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
On 14-aug-2013 the edwards field clinical specialist provided a correction to the event date, implant date and alert date for this case. Sections have been updated with the correct dates.

Event description:
As reported by the edwards field clinical specialist, during a transfemoral tavr procedure the 26mm sapien valve moved towards the ventricle as it was being deployed. The valve position post deployment was approximately 85:15 ventricular. A second valve was then successfully implanted more aortic. The root cause for the ventricular movement of the valve during deployment was not determined. The case team indicated the patient¿s calcified anatomy could have been a contributing factor in this event. The patient has been discharged from the tavr procedure. Per report, the pre-deployment position for the first valve was 50:50. As the valve was being deployed the valve moved into the left ventricle at about 3/4 the way through full deployment. It was noted that the valve did not dislodge from the delivery system and wire position was maintained on the valve while it was off of the delivery system and in the ventricle. Next, the team watched the valve slowly move up on the wire towards the left ventricular outflow tract (lvot); the valve was not fully deployed at this point. Once the valve was close to the lvot, the physician brought the delivery balloon into the valve and slightly inflated the balloon enough to move the valve up into the lower part of the annulus under rapid pacing. Once in place, he continued to fully deploy the valve. Upon evaluation of the transesophageal echocardiogram (tee) and angiogram, it was noted that the valve was low in the annulus and a second valve was needed. The second valve was placed higher within the first valve and upon evaluation with tee and angiogram it was noted to be a very nice end result with trace paravalvular leak and no central leak. The access site was surgically closed and the patient was extubated in the procedure room. During this case, the pre-deployment position of the first valve was 50:50 aortic. Image intensifier angle (iia) and coaxial alignment of the delivery system and the valve were described as good. Ventilation was held and there was no loss of pacing capture during valve deployment. The patient¿s native valve/ leaflet calcification was described as moderate and the aortic root calcification was not provided. There was no mitral annular calcification present. The sinotubular junction diameter was 26.1mm and the annular diameter was 24mm. The patient¿s ejection fraction was 41%.